Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Ipg serial number was included in a field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain in their lower back area. As a result, surgical intervention may take place to address this issue.

Event description:
It was reported that surgical intervention took place on (B)(6) 2019, wherein the patient¿s ipg was explanted. No abbott rep was present at this case.